Manufacturer narrative:
Plant investigation: a sample from the reported lot number was returned for evaluation. A sample was provided from the reported lot for evaluation. Blood was noted in the threads of the dialyzer in the header on the cavity ID end. The dialyzer was subjected to a laboratory leak test and passed, possibly due to coagulated blood in the threads. Upon removal of the header cap a polyurethane (pu) sliver was found on the cavity ID end, at approximately 0°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported a crack at the top of a dialyzer, causing blood to be lost during a patient's hemodialysis (hd) treatment. Upon follow-up, a registered nurse (rn) stated ten minutes after initiation of hd treatment, blood was noticed leaking from the dialyzer head and was running down dialyzer and hitting the floor. Per rn the blood leak was external. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert and blood test strips were not used. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 100ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported a crack at the top of a dialyzer, causing blood to be lost during a patient's hemodialysis (hd) treatment. Upon follow-up, a registered nurse (rn) stated ten minutes after initiation of hd treatment, blood was noticed leaking from the dialyzer head and was running down dialyzer and hitting the floor. Per rn the blood leak was external. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert and blood test strips were not used. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 100ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported a crack at the top of a dialyzer, causing blood to be lost during a patient's hemodialysis (hd) treatment. Upon follow-up, a registered nurse (rn) stated ten minutes after initiation of hd treatment, blood was noticed leaking from the dialyzer head and was running down dialyzer and hitting the floor. Per rn the blood leak was external. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert and blood test strips were not used. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 100ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.